Event description:
It was reported during the anterior cervical fusion with zero-p plate at c3-c4, the tip of the angled stardrive screwdriver broke off. It occurred during final tightening. Broken tip was retrieved from pt. Surgeon was able to complete final tightening.

Manufacturer narrative:
Device (s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. DHR review performed: a review of synthes device history records for manufacturing revealed no complaint related issues. Visual inspection confirmed the inner tip is stripped and broken apart. Root cause cannot be determined however excessive mechanical force during use cannot be ruled out.